Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed small r-waves/diminished sensing. It was noted that the small r-waves do not appear to alter device function. The lead remains in use. No patient complications have been reported as a result of this event.